Event description:
It was reported that high, out of range hv lead impedance was observed when a patient presented in clinic after receiving a notification alert. Programming changes were made and the patient will continue to be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.